Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient stopped taking coumadin and presented with a high lactate dehydrogenase level. The patient had a positive ramp study and was put on heparin and integrilin; however, the patient's creatinine level increased and the pump was exchanged on (B)(6) 2016 due to suspected device thrombosis. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned pump. The pump was returned with the driveline cut approximately 5 inches from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in this area. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the lack of denaturing, and the lack contact marks on the outlet bearing cup and outlet cone section of the rotor, suggest that the deposition was not present in the outlet stator while the rotor was spinning. Examination of the remaining blood-contacting surfaces revealed no depositions. If it was present for an extended period of time while the pump was operating, the deposition would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the reported thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.